Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for an unspecified number of patient samples tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module - e601. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer stated that the tsh results of the complained samples are all elevated, which is not expected for a normal cohort of patients. The samples were sent to another site for testing on an abbott analyzer and the results from the abbott analyzer were normal. The customer also noted that the roche assay group has a positive bias compared to other methods on proficiency surveys. The customer was asked to provide specific patient data, but has not done so. No adverse events were alleged to have occurred with the patients. The e601 analyzer serial number is (B)(4).

Manufacturer narrative:
The customer has provided data for a total of 38 patient samples which had questionable tsh results. Of these, 18 had erroneous results. Refer to the attachment for all patient data. (B)(4).

Manufacturer narrative:
Taking into account the reference ranges for the respective methods, a difference leading to a discrepancy in clinical outcome was observed for samples 2 and 13. The roche tsh method normal reference range is 0.27 - 4.2 uiu/ml. The abbott tsh method normal reference range is 0.35 - 4.94 uiu/ml. For the differences seen in the complained patient samples and proficiency surveys with the compared methods, this is related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. The normal reference ranges, provided by different vendors, can be different. This relates to the population used and the calculation mode. Based on the provided information, a general reagent issue can most likely be excluded.